Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly delivery noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers daughter reported via phone call that the customer experienced hyperglycemia of value over 500mg/dl. The customers other blood glucose level was 517 mg/dl. Customer did not want to go through troubleshoot for the high blood glucose value. Customer did contact to their health care professional. The insulin pump will not be returned for analysis.